Manufacturer narrative:
The automated impella controller (aic) was returned for evaluation. Upon evaluation of the console, the reported failure mode was duplicated on an engineering bench. The battery failure was due to a defective battery 1. The root cause of the defective battery 1 was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during a demonstration with no patient involvement, the automated impella controller (aic) exhibited battery failure.